Event description:
Reporter indicated that the surgeon implanted a 12mm icm120v4 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Elevated iop (intraocular pressure) was noted, the lens was explanted on (B)(6) 2015, and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Evaluation conclusion: (no conclusion can be drawn). (B)(4).